Event description:
Customer reported that the pt rec'd a valve in 2004. Patient was symptomatic with headaches. Pressure of valve was changed and it was reported that the pt was responsive to the pressure change at times and not at other times. The decision was then made to replace the valve. The dr mentioned that he felt it had to do with the posture of the pt.